Event description:
It was reported, screw driver bit broke off when inserting screw on power.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report. Same pt event as MDR 8031020-2010-00174.